Manufacturer narrative:
Updated d3 - mfg establishment name. One device was returned for analysis. Review of the event history log (ehl) showed a error code 41786. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a error code 41786. Reset error code. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was showing system fault alarm 41786/0004. The event occurred at the hospital during routine testing. There was no patient injury.